Event description:
Information received indicates the valve was abandoned at implant when intraoperative tee showed aortic insufficiency. The valve was replaced during the case with no patient complication reported.